Event description:
Surgeon was using the dual carrier inside the tunneling tool and had pulled out most of the tunneling tool, then felt a snap. He completed pulling out the tunneling tool; however, the extensions did not come out. An inspection showed the corner had snapped. The remaining carrier was excised by a small incision above the ear. Surgeon was able to complete extension pass one at a time. There was no pt injury and the pt recovered without sequela.

Manufacturer narrative:
(B)(4).